Manufacturer narrative:
MFR ref no (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were experienced during eval. The force required to secure the door was above expected levels. The door hooks were replaced.

Event description:
It was reported that a spectrum pump had "door will not latch shut." Any pt involvement, injury, or medical intervention is unk.